Event description:
Philips received a complaint on the heartstart mrx device indicating that the device does not charge the battery. The ward nurse worked with the rse. The system alternates the presence of power to its absence. Moving the cable on the power supply side effects power. The power port on ac power module is broken. The device needs an ac power module, but the device has been end of life since (B)(6) 2022. Therefore, no parts are available for repairs. An out of support letter will be sent to the customer. No further action is required at this time.